Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2008 (B)(6), product type recharger, product ID 37742, serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID 3708360, serial# (B)(4), implanted: 2008 (B)(6), product type extension, product ID 3550-29, explanted: 2012 (B)(6), product type accessory, product ID 3550-09, lot# lb5884, implanted: 2003 (B)(6), product type accessory, product ID 3487a-33, lot# j0337542v, implanted: 2003 (B)(6), product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) found no significant anomaly. The battery had reduced capacity due to ov erdischarge final analysis of the boot found no anamoly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was initially reported that there were coupling and telemetry issues with the patient's implantable neurostimulator (ins) when trying to be interrogated by the clinician programmer. It was noted that the felt stimulation on (B)(6) 2012 and last charged a month prior to that. It was noted that the patient had gained weight but it was unclear if this impacted the coupling issues. It was noted by the patient that they did not monitor coupling efficiency during recharging and could not provide what their typical coupling efficiency was. An overdischarge of the ins battery was suspected and a physician mode recharge (pmr) <(>&<)> trickle charge procedures were performed to restart the battery. Follow up information received reported that patient's ins was replaced due to being unable to interrogate the battery and that it appeared to have stopped working even though the patient did have stimulation only a few days prior. It was also noted that the trickle charge was attempted without success. Premature depletion of the battery was also reported. No injuries were noted and the patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.